Event description:
It was reported that during a percutaneous coronary angioplasty (pta) procedure, a guide wire fracture occurred. The vessel and lesion characteristics are unknown. The pt2 moderate support wire broke and punctured an unspecified pta balloon. The procedure was completed with a different device. No patient complications occurred. The patient's status was satisfactory. Several attempts to obtain additional information have been unsuccessful.